Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic myomectomy, while suturing the skin, the device broke. They then used another suture to resolve the issue, in order to complete the case. The surgical time was extended for about 20 minutes. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, while suturing the skin, the device broke. They then used another suture to resolve the issue, in order to complete the case. There was no patient injury.